Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process across despite changing the pump supplies. In addition, it was reported that an occlusion alarm occurred. System check was performed with tandem technical support and determined the cause for the occlusion to be due to a blockage in the cartridge. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose was 315 mg/dl.